Event description:
On (B)(6) 2012, the patient contacted animas and reported receiving a call service alarm. The patient reported that after receiving the alarm, he disconnected from the pump and then rebooted the pump and performed a full rewind, load and prime sequence. The patient verified time and date and the basal rates were correct. The patient verified the pump history and settings after the call service alarm was cleared. This reported incident is not indicative of a serious diabetic injury. There were no adverse events associated with this complaint. The complaint is being reported because a programmed bolus was allegedly cancelled and not recorded in pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the patient's complaint was observed in the black box but not reproduced on the bench. The pump was exercised for 24hrs with no call service alarms being duplicated. Test boluses were performed with no cs012 alarms being reproduced; the set-up menu was scrolled through and no cs012 alarms were given. Pump boots to verify screen with auditory and vibratory alarms. No call service alarms were duplicated during power up.